Event description:
It was reported that the pump time was incorrect, cause was unknown. No additional information was provided. There was no reported adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.